Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 53mg/dl. Current blood glucose level was 98 mg/dl. The customer had accidently double bloused. Customer treated low blood glucose with food. Customer mentioned symptoms of mental confusion and sweating.. No further patient complications were reported. The customer declined to troubleshoot for the low blood glucose incident. .

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.